Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hemolysis and high power associated with a thrombus event. The patient was hospitalized and the high power event was resolved with lysis therapy. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This additional information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: acute outflow graft occlusion¿a novel predictable complication of lysis therapy for the treatment of left ventricular assist device intra-pump thrombosis. American society for artificial internal organs asaio journal. 2023. 1-7. Doi: 10.1097/mat.0000000000001971 additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: unk-outflow graft/ catalog #: unk/ expiration date: unk / serial or lot#: unk UDI #: asku d10: no h4: mfg date: unk h5: yes h6: patient code(s): c50675 h6: device code(s): a1409/ c62897. H6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported via literature that within 24 hours of the lysis therapy, an outflow graft occlusion (ogo) occurred which was defined by low flow alarms with an abrupt drop in vad flows. The patient was asymptomatic, and had stenting of the graft performed, which led to prompt recovery of vad flow.

Event description:
It was also reported that the patient had a rotor imbalance, and there was a clear third heart sound in the acoustic analysis.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed two distinct increases in power consumption to parameters above the normal operating range on 02-sep-2018 and 05-sep-2018, followed by subsequent decreases in power consumption and estimated flows to parameters below the normal operating range. Forty - four low flow alarms have been logged since (B)(6) 2018. Of note, it was reported by the site that the patient received two rounds of lysis therapy, after which the power and flow returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power and the rotor imbalance event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flows may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor ventricular assist device (vad) filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two days later the patient had reoccurring symptoms which were also resolved with lysis therapy.